Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed possible damage to the high voltage circuit as the implantable cardioverter defibrillator (ICD) failed to deliver a shock with no high voltage output. It was noted the ICD alerted for shorted output stage detection when the ICD failed to charge . No patient symptoms were reported. The ICD was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field events of hv output issue and sosd alert were confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. It is believed that the failures are consistent with the high voltage lead anomaly and were not device related.